Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Concomitant bwi products: carto 3 system (catalog # unknown; serial # unknown), concomitant non-bwi products: 8.5 french sheath (brand unspecified). (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch¿ electrophysiology catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. At the end of the procedure, fluoroscopy revealed significantly impaired movement of cardiac borders and a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis yielded an unspecified volume of fluid. Kcentra and protamine were administered to reverse anticoagulants. Bleeding persisted, so the patient was transferred to cardiothoracic surgery. There is no information regarding extended hospitalization or patient outcome. Medical history includes xarelto. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure. Transseptal puncture was performed with an unspecified product and an 8.5 french sheath (brand-unspecified). Generator was set on default parameters (unspecified). There is no information regarding generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set per instructions for use (unspecified). Patient received anticoagulant during the procedure with activated clotting time (act) maintained between 300-350 seconds. There is no information regarding spi value. The thermocool® smart touch¿ electrophysiology catheter was not in close proximity to another catheter. The thermocool® smart touch¿ electrophysiology catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no issues, errors, or malfunctions reported on any bwi products or equipment during the procedure.